Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001491 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue with air flowing back into the side port occurred. During the procedure, air was noted inside the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath, when the pentaray catheter was removed from the sheath, right before a smarttouch® sf catheter was inserted. The air was suctioned from the three-way stopcock with a syringe. No further intervention was required. The procedure was continued without further issues and subsequently completed with no patient consequences. No air entered the patient¿s body. The patient did not exhibit any neurological symptom since the procedure was completed. The issue was assessed as a MDR reportable malfunction for air flows back into the side port.